Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cylinder hose which is an olympus asset with no reported complaint. During the device analysis, missing packing joint ring on a joke side causing a leak was found. It was determined that the ring needed to be replaced. There was no patient involvement.